Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator power supply connections were evaluated and repaired. The systems interface pcb was also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication error. The fse determined the cause of the problem to be a power supply connection. Fse reseated the power supply connection to resolve issue. The fse verified system functionality. Pcb and cable connections transfer power and signals through the system's many components and are crucial to the operation of the system. Most electrical connections are comprised of pin and receptacle contacts. Small micro movements (vibration) between the contact surfaces will slowly wear the plating material increasing the resistance between the contacts. The higher contact resistance leads to electrical system failure. Damaged, corroded, or loose connections can cause a variety of system functionality issues and error messages. Based on age of the system, manufactured in 2002, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.